Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an z900200225 was implanted in the patient's left eye. However, they were not satisfied with the visual outcome. The near vision correction was not adequate and the patient also wanted their astigmatism corrected. The iol was explanted and discarded. The patient has recovered.